Event description:
The account alleged that the brake will not unlock when the brake is released. No pt impact.

Manufacturer narrative:
The technician replaced the brake detent brake block assembly to resolve the issue.